Event description:
It was reported by the rep the device was used during a thoracotomy with lobectomy. It was reported the blunt dissection created exposure of left main stem bronchus. The tlh30 was opened, the surgeon fired the tlh30 across left main stem bronchus after cutting on distal side of the stapler. He removed stapler from bronchus to find no staples were ejected from the cartridge. He had to over sew and clamp bronchus to prevent any pt consequence. There was no consequence to the pt.